Event description:
It was reported that the customer had an issue with the down arrow button being unresponsive on the insulin pump. Customer stated that she removed the battery and then inserted a new one. Customer could not change the time and date. Customer will return the pump. Customer's blood glucose level was 11.9 mmol/l. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.